Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received information on how to reset the pump from technical support and successfully did so, with no recurrence of the malfunction. The customer was advised to continue using the pump and to contact support if the issue occurred again.